Manufacturer narrative:
Product investigation is in progress.

Event description:
Bad bacteria infection in vagina [bacterial vulvovaginitis] cotton fibers were ripping off and staying inside - vagina [foreign body in reproductive tract]. Death smell - vagina [vaginal odour]. Cotton fibers were ripping off [device breakage], case narrative: consumer reported via phone that cotton fibers from the tampon ripped off. No serious injury was reported.